Manufacturer narrative:
Upon receipt of additional information of the reported event, the product revised was not zimmer biomet product. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information of the reported event, the product revised was not zimmer biomet product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02517, 0001822565-2021-02519, and 0001822565-2021-02520.

Event description:
It was reported the patient underwent a hip procedure at an unknown date. Subsequently, the patient was revised due to unknown reasons. No additional information.